Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the customer had a bravo capsule which failed to detach, no harm was caused to the patient and a repeat procedure was performed. No intervention was necessary to correct an injury and nothing unusual about the patient or the procedure which led to the incident. Prior to the procedure an endoscopy was performed but the appearance of esophagus is unknown. The physician has been performing the bravo procedure for more than 3 years, and was trained by a given representative. The vacuum source used was a medela pump and the vacuum pressure before the procedure (with finger and without) was 75kpa. The vacuum pressure during placement was 75kpa. It is unknown if any lubricant was used to facilitate the capsule placement. The delivery system and the capsule will be returned to given. The physician is not clear to what caused the failure to attach.

Manufacturer narrative:
Investigation summary: it was reported that one bravo ph capsule failed to detach from the delivery device to the patient's esophagus. One bravo ph capsule was returned and delivery device was received for investigation. The capsule was not attached to the delivery device. The capsule was returned for investigation. Visual inspection did not reveal any damage. The capsule trocar was deployed and appeared normal. The plunger was not fully released. Functional testing could not be performed because this is a single use device and once the capsule is delivered, it cannot be functionally tested. Investigation conclusion reveals the most probably root cause was user failure to fully release the plunger. If information is provided in the future, a supplemental report will be issued.